Manufacturer narrative:
H10: smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the potential event described in this report. H3,h6: the reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review found related failures. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. H11: the date of the event (b3) of the initial MDR should be in blank instead of (B)(6) 1901 because the date of the event is unknown.

Event description:
It was reported that the spider battery had a battery/charger issue and that the spider had a loss of traction. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.